Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences engineering summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force, and any device manipulation used to overcome the difficulty. The inability to introduce the sheath subsequent injury was confirmed. Available information suggests that patient factors (tortuosity) likely contributed to the event as they experienced difficulty advancing the sheath past the area of tortuosity in the mid subclavian artery. Vessel tortuosity can induce stress to the sheath shaft causing it to kink or bend and require a higher push force to navigate. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Per medical records received, patient underwent a tavr procedure with a 14fr esheath via subclavian access. There was difficulty advancing the sheath past an area of tortuosity in the mid subclavian artery. The transition of the sheath and dilator appeared to be catching on this tortuosity. The team elected to withdraw the sheath and re-insert a second 14fr esheath. This time the seam of the sheath was turned posterior, and the dilator was advanced halfway through the tortuosity and inched across this area of difficulty. The sheath was able to be advanced into the ascending aorta. The valve was then deployed with rapid pacing. The implant was a success with no paravalvular leak and no valvular insufficiency. The 14f sheath was removed and closed with the 2 perclose stitches. An 8mm balloon was inflated in the left axillary artery to assist with hemostasis. Angiography performed showed a patent artery. There was an area of contrast extravasation that resolved with manual pressure. In addition, there was also an area near the left vertebral artery that appeared disrupted which corresponded to the area where there was difficulty passing the first sheath. This disruption appeared to result in some compression of the left vertebral artery but was not impeding flow. Selective angiograms were performed of the right common carotid and right innominate to view the vertebral artery. This showed that the vertebral artery was patent. The area of disruption was not stented as it appeared stable on serial angiograms. There was no hemostasis at the area of the arteriotomy, so a covered stent was placed. This resulted in good hemostasis. The patient had a left pec hematoma post-op and was transferred to the ICU following the procedure for close monitoring and for administration of norepinephrine to support hemodynamics. The patient received 1 unit packed red blood cells on post operative day 2.